Event description:
It was reported that "cco/ci readings became inaccurate during use. The customer commented that the ci reading dropped from 3.1 liters to 1.6 liters. It is unknown what the cco reading was. After that, the monitor was replaced, but it took a long time until the cco reading was obtained. There were no error messages observed." The sample of tracing was not available. It is unknown if there was any occlusion, kink, or leakage noted in the catheter. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation with a non- edwards contamination shield and introducer seated on the catheter from 40cm to 80cm. Both the introducer and contamination shield were removed from the catheter for the evaluation. The thermistor was submerged in a 37.0c water bath and read 37.0 c. Thermistor temperature reading accuracy is +/- 0.3c, per the vigilance manual. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 38.59 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. No actions will be taken at this time.